Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could feel the right atrial (ra) anti-tachycardia pacing. Pauses were further noted. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.